Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, the patient returned for the 9 month follow-up. The patient was asymptomatic. Angiography revealed in-stent re-stenosis of the another company's stent was well as a more distal de novo lesion. After pre-dilatation, a 2.5 x 18 promus stent was implanted in the distal lesion, a 3.0 x 23 promus was deployed inside the previously deployed, and a 3.0 x 18 promus was deployed slightly proximal with a 1 mm overlap. Eight months later, the patient underwent a tvr of the proximal left anterior descending (lad) due to a positive stress test and progression of coronary artery disease. Pre-treatment of the lesion had 90% stenosis. The lesion was treated with a xience stent (2.5x18) with 0% residual stenosis. No additional event or patient information is available.

Manufacturer narrative:
The other two promus everolimus eluting coronary stent systems indicated are being filed under the same MFR number.